Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the chronic right ventricular lead developed high capture threshold. It was noted that the patient was dependent on the pacemaker and therefore required higher than normal output on the lead. On ,(B)(6) 2020, the pacemaker was explanted and replaced early due to normal use at high output. The right ventricular lead was not addressed. The physician does not allege any malfunction with the pacemaker. The patient was reported to be in stable condition post procedure.